Manufacturer narrative:
H 11: analysis of the complaint database revealed similar reports from other customers using sw hlm.1.5. A software anomaly (pln-43440) has been logged to address the reported issue. The investigation confirmed the problem, highlighting that the backup control unit maintains control during the reset. Once the cockpit user interface is restored, the ¿last case¿ button enables users to retrieve all prior settings and proceed without any data loss. During the reset, the heart-lung machine's critical functions, including pumps, alarms, sensors, and safety systems, continued to perform as designed. In certain scenarios, the gas blender might switch to standby mode, requiring the operator to reactivate it via the user interface on the gas blender unit to ensure continuous operation. After a second reset, a new case must be initiated from the home screen. The root cause of this issue was identified as a software anomaly related to a memory violation. The issue has been fixed under sw hlm.1.5.1. Livanova has taken action by implementing a dedicated CAPA (ca-0016) and a field action (fa-cp-mun-2024-004 - z-0571-2025) to provide customers with instructions on immediate measures and to outline the corrective actions being implemented to address this issue.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the essenz console. The incident occurred in atlanta, georgia. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. Retrieved log and configuration files to be analyzed. This event has been conservatively reported to FDA, despite livanova's risk analysis assessing the overall risk as low and within acceptable limits. Livanova initiated an investigation. Livanova is releasing a customer communication as part of recall action and dedicated FDA 806 form will be submitted shortly. Dedicated follow-up report will be submitted reporting the recall reference when available.

Event description:
Livanova deutschland received a report that a cockpit reset of an essenz console equipped with software version 1.5 occurred during demo training. There was no patient involvement.